Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The patient was brought in for a scheduled procedure. The lesion being treated was located in the non-tortuous right coronary artery (rca). The physician predilated with a 2.0 mm balloon, inflated to 10-11 atms. The 2.50x24mm taxus liberte drug eluting stent was placed. The stent was not post dilate. The stent was well apposed. The patient received plavix pre procedure. Plavix was prescribed post procedure and patient status was "good". Three days post procedure the patient presented with chest pain. The patient returned to theccl and a thrombosis was discovered inside the stent. Angiography showed the stent was totally occluded. Patient went into shock. The patient was sent for bypass. The patient had been compliant with his medications.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.